Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot#: n780688, implanted: (B)(6) 2019, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: (B)(4), ubd: 18-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that during implant, the bi-wing anchors were used. The rep reported that one of the anchors failed to ¿cinch¿ down onto the lead and the hcp felt as though he could still move the anchor up and down the lead with only a small amount of force. The rep reported that the hcp did tie the anchors down with sutures but to be able to move the anchor on the lead after it was deployed unusual. The rep reported that no issues were reported as of yet. There were no factors listed that could have contributed to the issue. The rep reported that the bi-wing anchors were sutured down into the fascia. The issue was resolved. No further complications were reported.